Event description:
Cardinal health reported to us that one of their customers complained that the needle is not discharging/ retracting.

Manufacturer narrative:
Samples just sent for evaluation on 14 apr 26; investigation still pending.